Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen. There was no patient involvement.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing confirmed the reported complaint. Based on all available evidence, the investigation determined that the reported complaint was due to a manufacturing defect. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: pr (B)(4).

Manufacturer narrative:
The device was returned to resmed for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. When more information is available a supplemental report will be submitted. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen. There was no patient harm or serious injury reported as a result of this incident.